Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated uncomfortable stimulation in anal area, like something was stuck up patient's butt. The patient stated previous patient services agent had patient decrease stimulation to comfortable level.the patient stated but since decreasing stimulation, patient has experienced a little more urinary retention. The patient was unsure what to do at this point. The patient was advised they could increase stimulation if she wishes to see if it helps with symptoms, but it would be best to consult with health care provider (hcp) regarding programming. The patient was wondering if she was going to feel the uncomfortable stimulation in anal area the rest of her life.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that after she walks through theft detectors she feels a very sharp stimulation/ vibration/ pinching that feels like a stick is going up her rectum and it causes severe pain and throbbing. Onset of these symptoms are sudden. The patient had not tried any interventions as she thought this might be normal. Patient services recommended that the patient carry the patient programmer to tur the device off prior to going through security screeners. The patient said she would start doing this and use caution in those types of areas. Additional information received from the consumer reported that she also felt this vibration sensation when she had a CT scan for migraines. The patient noted that in the beginning she had some weird sensation in her rectum ut they subsided for awhile. The patient was going to turn stimulation down to see if that helped. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.